Event description:
It was reported that at least one bd eclipse needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: they have found a few with paper in the bevel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-27. H6: investigation summary it was reported the needles looked to be barbed and has foreign matter. To aid in the investigation, eight samples with the plastic shield, but no packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. One sample has no defects or imperfections, the other seven samples have the tip bent, like a hook. This type of hook is created when removing the plastic shield if it is not done correctly. No other defects or imperfections were observed on these seven samples. The photo provided shows a needle assembly with no packaging blister or plastic shield. Close to the needle tip there is a white material. From the photo, it is not clear what this material is. A device history record review was completed for provided material number 305142, lot 0252741. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported that at least one bd eclipse needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: they have found a few with paper in the bevel.